Manufacturer narrative:
Block d2b: additional pro code: pcu. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the pancreas to treat a walled-off necrosis (won) during a pancreatic cyst drainage procedure performed on (B)(6) 2025. During the procedure, the stent was punctured near the pylorus and was successfully placed; however, pustular fluid was not observed to be flowing out from inside the implanted stent. Upon examination, it was found that the stent had penetrated from the antrum to the duodenal bulb, indicating that it was not placed in the intended location. Subsequently, the stent was removed using snares, and the procedure was canceled as no additional puncture sites could be identified. After the stent removal, the patient experienced a small bleeding mass from the fistula, but it was resolved on its own without any further intervention.